Manufacturer narrative:
Weight-race:unk. Claim #: (B)(4).

Event description:
The reporter indicated that a 12.6mm tmicl 12.6 implantable collamer lens of -12.0/1.5/111(sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Excessive vault and elevated iop was observed. On (B)(6) 2022 the lens was removed. A replacement lens was later implanted with a spherical model and shorter length. The replacement lens did not resolve the problem. See MFR # 2023826-2022-01553 for replacement lens.

Manufacturer narrative:
H6-type of investigation code : 10 in previous MDR should be corrected to 4110. Additional information: h6- device evaluation: lens returned in a micro-centrifuge vial in liquid. Visual inspection found haptic torn. Claim# (B)(4).